Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level at the time of incident was over 400 mg/dl and his current blood glucose level was 444 mg/dl. Customer was treated with manual injection for high blood glucose value. Customer also stated no leaks were observed. Customer did not report any symptoms related to high blood glucose value. Customer agreed for troubleshoot. Customer used insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of event. Customer stated that the insulin pump passed high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.